Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-02 rtg0650755 (con): [see pe 706613097 for the new external devices] information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that "it don't work" and they have tried everything. Pt stated they talked with a manufacturer representative (rep) and was redirected to patient services. Pt stated they sat for 3-4 hours but, the implant will only charge to 60%. Caller did not have their equipment with them at the time of the call. Pt requested a call back from agent tomorrow for troubleshooting. Pt reiterated that "it charged up good and helps" but implant will only charge to 60%. Agent asked - pt stated "they" would not check the pt's implant until the manufacturer said it was okay to do so. Pt stated they spent 6 hours with the rep and implant would not charge up past 40 but then they got implant charged to 60. Pt then stated that previously they did not use the ins for 7-8 months because they could not get a belt; pt stated the belt broke and they had to wait 3-4 months to get a replacement belt so the implant went dead. Pt stated after they got the belt, implant worked good 1 day. Pt thinks that the implant battery is "messed up" or has a dead cell since they went all that time without charging it. Pt stated they then had to wait 6 months or more after that "before they did anything about it". Pt stated they have gone to the pain clinic 3 times but nothing was done. Agent will call pt back on monday for troubleshooting; pt stated they will have all their equipment. Agent asked, pt confirmed they received new controller and recharger. Pt stated that their neurosurgeon had to send the replacements because they tried calling in "4 times" and kept being told the part was in the mail. Agent had pt reset controller and confirmed no visible damage to the recharger. Pt started implant charge and saw controller at 60% and implant 20% recharging excellent. Pt reiterated that their implant has never went back up to 100%, the highest was 60%. Pt stated they were charging for 3.5 hours. Pt confirmed they charge the implant with the stimulation off. Pt stated it has been "months" without this working and "it" worked good in the beginning. During the call, pt mentioned that they have fallen 4 times. Pt wanted to just take the implant out; pt stated the va has already paid thousands for this thing once. Agent reviewed pt will need to follow up with hcp for implant charging issue. Pt stated their rep is calling them tonight. (B)(6) 2024 rtg0650755 (rep): additional information was received; it was reported the patient charged for 3-4 hours and the ins did not charge past 60%. The caller indicated that the patient has claimed that the ins is not holding a charge as well as it used to. The caller will follow-up with the patient and may meet with the patient to review the recharging statistics. (B)(6) 2024 e1: the rep reported that they first met this patient on friday (B)(6) 2024 for a reprogramming meeting. At this time patient indicated battery had been dead for around 6 months, per his best guess. Patient reported having trouble getting battery recharged and that the battery didn't hold charge well once it was recharged. He reported he was sent new recharger and handset equipment back in (B)(6) 2023. The rep called tech services during this meeting and were able to get battery charged to 40%. Called patient on (B)(6) 2024 to see if he was able to achieve full recharge of battery over the weekend. Patient indicated highest recharge level achieved was 60%. Advised patient to call tech services for further assistance/recommendations. The rep reconnected with him via telephone on (B)(6) 2024. Tech services had tried troubleshooting and despite these efforts, recharging issues persisted. The patient did indicate tech services encouraged him to follow up with his implanting physician. Patient indicated he planned to follow up with his implanting physician. Patient was seen at hcp office on (B)(6) 2024, which at that time the hcp and patient agreed that pursuing a battery r eplacement would be next. No further updates have been provided at this time.